Event description:
It was reported that pump displayed malfunction code malf 0 and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer did not have charging pad at time of call but stated they knew how to reset pump, and technical support advised customer to reset pump if malfunction reoccurred and to call back as needed, which customer acknowledged with no further action required.